Event description:
It was reported that the ventilator failed internal leakage test, pressure transducer test and safety valve test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory pressure transducer printed circuit (pcb) was replaced and returned for investigation. The device logs were not received. Visual inspection was performed in our lab for the received pressure transducer pcb and the inspection revealed liquid spill/corrosion on the returned pcb. The reported pre-use check failures could be confirmed during investigation when the retuned pcb was connected to a test ventilator and a pre-use check was performed. Liquid ingress to the pcb can cause failure/short circuit, which might lead to ventilator malfunction. There is no information on how the presumed liquid entered the ventilator or what kind of liquid spill it was.

Event description:
Manufacturer's ref.#: (B)(4).